Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The product remains implanted; therefore, visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Medical records and radiographs were provided and reviewed by a health care professional. The review of the implantation operation notes identified no intra-op complications/events. The review of the crf and images identified morbid obesity, prior surgery and left tka as contributing factors to the event. Review of x-rays during the whole patient follow-up identified implant in good position and alignment with no gross evidence of failure or loosening. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient experienced pain and stiffness approximately two (2) years following right knee arthroplasty. The patient was referred to pain management clinic and reportedly improved. No plan for surgical intervention was reported. Initial operative notes noted no intraoperative complications.

Manufacturer narrative:
(B)(4). D10: femur cemented standard right size 7; item#42504606202; lot#64998934, stem extension tapered cemented 14 mm diameter +75 mm length; item #: 42560007514, lot #: 64853528, femoral distal augment cemented size 7, 7+ 5 mm thickness; item #: 42556606205, lot #: 64739702, articular surface fixed bearing constrained posterior stabilized (cps) right 20 mm height use with tibia sizes c-d / ps femur sizes 6-9; item #: 42522600520, lot #: 64104257, stem extension tapered cemented 14 mm diameter +75 mm length; item #: 42560007514, lot #: 64853528, tibial augment cemented half block right medial size cd 5 mm thickness; item #: 42555803405, lot #: 64925229, tibial augment cemented half block right lateral size cd 10 mm thickness; item #: 42555803210, lot #: 64729302, tibia fixed cemented right size d stem extension use required; item #: 42542006702, lot #: 65000266, the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.